Event description:
Procedure type: hernia. According to the reporter: the device was used to suture the diaphragm. Before use on the pt, the surgeon and a nurse confirmed the cartridge was loaded properly. After piercing the needle into the diaphragm, the surgeon attempted to close the device jaws and felt the handle was stiff. He opened the jaws and noticed the needle was broken in two at the swage. One half was left in the jaw, but the other half was not found. The x-ray was taken, but the needle was not detected. The device could be used without problem after loading new cartridge and the procedure was completed. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).